Manufacturer narrative:
Additional clarification was received on the event on (B)(6) 2020. It was reported that when the nurse pulled out the introducer, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke off in one piece and separated from the sheath itself. The sheath was being used on the patient and they noticed blood flowing out of the proximal end of the sheath. Blood return was relatively excessive because the patient was on heparin. No air was introduced into the patient¿s body. No percutaneous or surgical removal was required. On april 21, 2020, additional information was provided. They could not comment on how much blood was lost. Hemodynamics was not compromised. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was not assessed as a serious adverse event. However, it remains reportable for the hemostatic valve separation, brim cap and friction ring detachments reported in the initial report. Added h6. Patient codes of ¿blood loss¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. In addition, during the biosense webster, inc. Product analysis lab assessment, it was also discovered that the brim cap and friction ring were detached. It was reported that when the nurse pulled out the introducer, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke off and separated from the sheath itself. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue was resolved. The procedure continued. The carto 3 system was operating per specifications and was not responsible for the product issue. There was no report of patient consequence. The hemostatic valve separation issue was assessed as a reportable malfunction. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 7, 2020 that the brim cap, hemostatic valve and friction ring were detached from the hub. The hemostatic valve separation remains a reportable malfunction. The additional findings of the brim cap and friction ring detached were assessed as reportable. The additional lab finding awareness date is april 7, 2020.

Manufacturer narrative:
On may 14, 2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. In addition, during the biosense webster, inc. Product analysis lab assessment, it was also discovered that the brim cap and friction ring were detached. It was reported that when the nurse pulled out the introducer, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke off and separated from the sheath itself. The sheath was being used on the patient and they noticed blood flowing out of the proximal end of the sheath. Blood return was relatively excessive because the patient was on heparin. No air was introduced into the patient¿s body. No percutaneous or surgical removal was required. The reporting party could not comment on how much blood was lost. Hemodynamics was not compromised.the carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue was resolved. The procedure continued. The carto 3 system was operating per specifications and was not responsible for the product issue. There was no report of patient consequence. Device evaluation summary: visual inspection was performed and it was found brim cap, hemostatic valve, and friction ring detached from hub, a second closer inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the bleeding could be related with the damage on the hemostatic valve and brim cap detached. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).